Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient had a next day routine post implant checkup. Upon interrogation, it was observed the left ventricular lead was failing to capture. An x-ray was completed to reveal the lead had pulled back from the initial position. Programming changes were complete to address the issue. The patient was stable.